Event description:
It was reported that the lift motor was not functional due to nylon lift motor nuts malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted as investigation found that the footend lift was stuck at its low height. The issue of the footend lift being stuck at low height is an annoyance issue only, as low height is the optimal position for emergency medical intervention if it were to become required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it were to recur.

Event description:
It was reported that the lift motor was not functional due to nylon lift motor nuts malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.